Manufacturer narrative:
Twenty-two months prior, at the index procedure, the patient developed angina pains. Coronary angiograpy was conducted and revealed a 90% lesion at the mid left anterior descending artery. A 2.5 x 12mm express 2 stent was implanted at 12 atm at the target lesion. Other procedural details are unknown. Six months later, the patient developed unstable angina pain. A coronary angiogram was conducted and showed a proximal lad lesion and an in-stent restenosis of 99% in the express2 stent. A 2.5 x 23mm cypher was implanted inside the express2 stent. Then a 2.5 x 18mm cypher was implanted distal to the first cypher overlapping it. Pre-procedure stenosis was 75% there. A third cypher (2.5 x 18mm) was implanted proximal to the first cypher overlapping it. Pre-procedure setnosis was 75% there. Post-dilation was conducted with a balloon (kongou 2.5/unkmm) at 20 atm. The residual percentage of stenosis for all lesion was 25%. Nine months later, an elective coronary angiogram revealed an eccentric, calcified peri-stent restenosis of the implanted most- proximal 2.5 x 18mm stent pre procedure, the restenosis was 75%. Aha/acc classification of the vessel was type b2. The lesion length was under 10 mm and vessel diameter was 2.5mm pre-dilation was conducted with a 2.0 x 20mm balloon at 10 atm for 30 seconds. To treat the restenosis, a fourth cypher (2.5 x 18mm) was implanted at 16atm for 30 seconds proximal to the third cypher (2.5 x 18mm) overlapping it. Post dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual percent of stenosis was 25%. An act was not measured. Physician's comment: the probable cause of the thrombotic event was because the stent was under-dilated considering the indentation. Conclusion: a male with history of angina, previous mi, previous pci (non-cordis bms in mid lad) and spinal cord infarction experienced restenosis and a thrombotic event post cypher stent implantations. Initially, the patient was admitted with unstable angina and underwent an angiogram that revealed a lesion in the proximal to mid lad. This patient's history and presentation put him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. The proximal to mid lad was described as an isr and 99% occluded. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 23mm cypher stent within the non-cordis bms in the mid lad at an unk maximum inflation pressure. This was followed by the more distal and overlapping placement of a 2.50 x 18mm cypher stent at an unk maximum inflation pesure. According to the IFU, cypher stents should be placed from the distal to the proximal aspect of a vessel in order to prevent stent migration or disruption in stent geometry. Lastly, a 2.50 x 18mm cypher stent was placed proximal to the first stent at an unk maximum inflation pressure. According to the IFU, the use of three or more cypher stents has not been clinically studied. A residual stenosis of 25% was reported despite post-dilation. According to the IFU, the use of the cypher stent is contraindicated in patients judged to have lesions that prevent the complete inflation of an angioplasty balloon. Nine months after the index procedure, a repeat angiogram revealed of 75% proximal peri-stent stenosis of the most proximal cypher stent (proximal lad). The pre or intra procedural administration of asa, ticlid or heparin was not reported. Acts were not measured. The lesion was further described as type b2, 2.5mm in diameter, 10mm in length, eccentric and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 16atm. This stent was placed overlapping and proximal to the most proximal cypher stent. A residual stenosis of 25% was reported despite post-dilation. The post discharge administration of asa and ticlid was not reported. Fifteen months after the index procedure and six months after the latest procedure, the patient experienced and ami and was admitted emergently into the hospital. A repeat angiogram revealed thrombus in the cypher stent that had been implanted six months earlier. This was treated with ptca and perfusion balloon. According to the procedural physician, the probable cause of the thrombotic event was the under dilation of the cypher stent. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. H.3.: evaluation summary: a DHR was conducted for this lot and the product met quality requirements for product acceptance.please note that this device is distributed outside the unites states; however, it is similar to the united stated distributed product. This is one of two reports submitted for the same event. Please reference MFR. Report# 's: 9616099-2006-00703, 00704.

Event description:
The patient was brought to the hospital emergently while experiencing acute myocardial infarction. A coronay angiogram was conducted and thrombus was observed in a stent at the proximal left anterior descending artery. This stent was implanted six months earlier. To treat the thrombus, balloon angioplasty was conducted with a 2.5 x 20mm maverick balloon. Closer examination revealed an indentation inside the stent. To treat the indentation, a balloon angioplasty was conducted with a high pressure balloon (ottimo potenza 2.5 x 13mm) at 20 atm for 30 sec followed by a perfusion balloon (esprit 2.5 x 20 mm) was conducted at 8 atm for 5 min. The indentation was still present after the procedure was completed.